Manufacturer narrative:
Over-the-phone troubleshooting was preformed, it was discovered that the reported event was caused by the headrest being included in the exam model. Removing the headrest from the exam model resolved the issue. The user became aware that the headrest should not be included in exam models during troubleshooting. No further issues were reported.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), they were having issues registering the patient, the registration pattern was showing off of the face, and failed. Site was not familiar with point merge tracer. The 3d had headrest on the image. After removing the headrest, registration was successful and accuracy confirmed. There was a reported delay to the procedure of one and a half hours due to this issue. There was no impact on patient outcome.